Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later noted that due to the continued failure to capture and elevated threshold, the lead was electrically abandoned in the body. The patient is a participant in the systems longevity clinical study.

Event description:
It was reported that due to left ventricular lead placement there was intermittent capture and failure to capture. Polarity programming was changed and thresholds are high. The lead remains in use. No patient complications have been reported as a result of this event.